Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 407 mg/dl. The customer stated that her pump has no power for a while blood glucose are high and battery was change yesterday. The customer stated that the insulin pump alarmed battery out limit and they were able to clear the alarm and the customer did not request to rewind the insulin pump. The customer was treated with manual injection. The device will not be returned for the analysis.